Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 09/08/2025, it was reported that the ilet device displayed 0.7 units remaining and the press & hold button was grayed out during a supply change. The user was unable to proceed with filling tubing. The agent walked the user through restarting the ilet via the mobile app, after which the device resumed normal function and the supply change was completed successfully. No blood glucose impact or injury was reported.